Manufacturer narrative:
Age at time of event: 18 years or older.(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. No issues were noted with the tip section of the device. An examination of the balloon identified a longitudinal tear in the balloon material. The tear was located at 1cm proximal to the proximal edge of the proximal markerband and the tear extended distally for a total length of 4cm. A microscopic examination of the balloon material identified no issues which could potentially have contributed to the tear. A visual and microscopic examination found no issue with the profile of the devices markerbands. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the left femoral artery through a 6f 25cm non bsc sheath. The 85% stenosed target lesion was located in the moderately calcified and moderately tortuous left common iliac artery. After a 0.035x150cm non bsc guide wire crossed the lesion, a 12mmx4cm non bsc stent was deployed without predilation. Then a 10.0 x 40, 75cm mustang¿ balloon catheter was advanced for post dilation. The balloon was inflated for 10 seconds; however, it ruptured at 10 atmospheres on the first inflation. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with another of the same device. No patient complications were reported and patient's status was good.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the left femoral artery through a 6f 25cm non bsc sheath. The 85% stenosed target lesion was located in the moderately calcified and moderately tortuous left common iliac artery. After a 0.035x150cm non bsc guide wire crossed the lesion, a 12mmx4cm non bsc stent was deployed without predilation. Then a 10.0 x 40, 75cm mustang¿ balloon catheter was advanced for post dilation. The balloon was inflated for 10 seconds however it ruptured at 10 atmospheres on the first inflation. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with another of the same device. No patient complications were reported and patient's status was good.